Event description:
The user facility reported that during a diagnostic colonoscopy, a complete loss of image was experienced. The procedure was reportedly completed with a similar, but different device and there was no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of a complete loss of image. There was evidence of fluid inside the light guide cover glass and corrosion noted in the endoscope connector, electrical connector, and the light guide bundle, which most likely caused the user's experience. Additionally, the distal end cover was found cracked and there was a long, deep scratch on the insertion tube at the 30cm mark and the unit failed electrical leakage testing. The bending section mesh contained frayed wires and there was play in the angulations control knobs. As the device passed the leak test, the source of a fluid invasion appears to be due to physical damage and/or mishandling. This report is being submitted as a medical device report in an abundance of caution.